Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the surgeon indicating that the lead break was first identified during surgery. No manipulation or trauma was suspected and the surgeon did not provide any programming history. No additional information was provided. The products will not be returned as they have been discarded. Attempts for additional information from the patient¿s treating neurologist have been unsuccessful to date.

Event description:
It was reported that the patient was being referred for a generator and possible lead replacement. The replacement occurred on (B)(6) 2011. An implant card received on (B)(6)2011 indicated that the lead and generator were replaced for battery depletion and a lead discontinuity. Attempts for additional information and product return are underway.